Manufacturer narrative:
The initial report indicated the event date as (B)(6) 2019. The actual event date is (B)(6) 2019. Has been updated with this information.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned, therefore, in-house test strips from lot # 8lpec05b were used to perform testing. During in-house testing, returned meter was tested with the in-house contour next test strips, which gave satisfactory performance.

Manufacturer narrative:
Clarification was received regarding sequence of events. The customer indicated that she received a high reading on the contour next link 2.4 meter prior to visiting the hospital. Section event has been updated with the correct event description.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer called to report that she obtained a high reading on the contour next link 2.4 meter. At 7:00 p.m., she visited the hospital and at 8:05 p.m. She performed a blood glucose test with her contour next link 2.4 meter, which gave her a reading of 503 mg/dl. Based on the high reading, the customer self-medicated with 16 units of novolog and presented with symptoms such as sweating, confusion and blurry vision. The endocrinologist gave her sandwich to increase her sugar level. At 10:55 pm, a laboratory test was performed, which provided a reading of 130 mg/dl. At 12:00 a.m, she was discharged from the hospital. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.